Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she went to urgent care twice due to high blood glucose levels. The dates were (B)(6) 2013. The reported blood glucose was 550 mg/dl. The customer's hcp told her that the insulin pump malfunctioned, and was advised to stop using it. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Nothing further was reported.